Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated platelet result was obtained on an advia® 2120i hematology system. Quality control (qc) recovered within range. Per the advia® 2120i hematology system. Operators guide, whenever morphology or quantitative flags are triggered, before reporting patient results, the laboratory, must validate the results and take appropriate action in accordance with established standard operating procedures. Alignment of rbc optical channel, which is considered part of normal troubleshooting, was performed to resolve the issue. The system is operational once again and performing as expected. No further investigation is required.

Event description:
The customer reported an erroneously falsely elevated platelet result was obtained on an advia® 2120i hematology system, serial number: (B)(6). The falsely elevated patient result was not reported to the physician. The sample was reprocessed on the same system and recovered similar to the initial result. The sample was reprocessed a second time on an alternate advia® 2120i hematology system and recovered lower. The sample was processed a third time on a non-siemens instrument and recovered lower. The lower result from the alternate advia® 2120i hematology system was correct, reported, and was similar to a historical result. There is no known reports of patient intervention or adverse health consequences due to the issue.